Event description:
This event was reported as bacterial endocarditis, source unknown, with large vegetation, abscess on valve, mitral regurgitation and pulmonary hypertension; no further information was provided.